Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was preoperatively diagnosed with degenerative disease and underwent unspecified surgery. Post-op, the rod was damaged. Hence, a revision surgery was performed to replace the rod. No patient complications were reported.